Event description:
It was reported the tsb35 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the instrument locked and no firing at all possible. There was no consequence to the pt.

Manufacturer narrative:
H6; bent cartridge lockout tab. No conclusion could be reached based on the analysis results as to why the instrument reportedly "locked out" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. However, the returned cartridge did have a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.